Event description:
Pt care tech (pct) reported the baxter meridian device was set-up for a hemodialysis treatment when the pt could not get the machine to power up. Pct checked the outlet and it had power. Pct then checked the back of the machine to see if the power cord was loose and when the pt went to push the power cord into the machine they received a shock and described it as a "little buzz". Pct was able to release the cord and reported no medical intervention and no injury resulted from this event. The device was removed from service and baxter was notified.